Manufacturer narrative:
(B)(4). Returned product consisted of an apex balloon catheter. The balloon was loosely folded with contrast in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The shaft is damaged at the exit notch which is consistent with the use of a guidewire. Microscopic examination revealed that there is a 2.5mm circumferential tear 3mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2018. It was reported that balloon leak occurred. During preparation of a 2.00mm x 12mm apex¿ balloon catheter, it was noted that the balloon was leaking gas and could not fully expand. The device was replaced and the procedure was completed with another 2.00mm x 12mm apex¿ balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis balloon torn circumferentially.